Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. There was no physical damage observed. There was no charring detected during the visual inspection. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site was that the instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the monopolar curved scissors (470179-19/k14220718 0190) associated with this event has been performed. Per the logs, the instrument was last used on 25-oct-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: at this time it is unknown if the monopolar curved scissors (mcs) tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during central processing the monopolar curved scissors instrument had charring on the blades and the water shot out of the side of the tip when flushed. There was no patient involvement at the time that the issue was observed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs had charring on the tip which was identified during central processing. He stated that the monopolar curved scissors was used on (B)(6) 2022 with no issues and the procedure was completed with no delays or injury. The charring was identified after they passed the monopolar curved scissors through the ultra sonic cycle. He stated he recommended reprocessing training to the customer. I confirmed with him there was no injury reported and he stated no. He stated he thought it might be happening in the or room however he has never been in the or room during a procedure. He mentioned there has not been any report of injury to a patient in the prior cases.